Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had chipped off reservoir ring and black o ring wont stay. Customer's blood glucose level was unknown. It was reported that ring was loose and barely hanging on. Customer will return device for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and missing reservoir tube lip o ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.